Event description:
Biomed reported the v60 will not power on or charge the battery. The customer reported that the unit was not in use on a patient. The customer contacted product support and provided part numbers for the power supply 1st generation and pcba, power management (pm) board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting with the unit and determined that the unit will not power on using ac power or battery power. The fse replaced the power supply, and the unit will power on when plugged in ac power but will not work using internal battery. The fse used a good working battery to test the unit. The fse verified that the unit will work on good working battery. The fse addressed the issue with customer and customer will order battery and install it themselves. The unit was returned to limited use only.